Manufacturer narrative:
The insulin pump had blank display due to corroded battery tube and battery tube. The insulin pump had scratched on display window and cracked on reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 113 mg/dl at the time of incident. The customer stated that the battery compartment and spring were corroded. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.